Event description:
It was reported that the md punctured a patients' left femoral artery and inserted a super arrow-flex (saf) sheath with dilator. The md attached a blue one-way valve and vacuumed the balloon catheter to wrap the balloon tightly while it was inside of the tray. Then the md removed the intra-aortic balloon (iab) catheter parallel to the tray. During the insertion, the iab stopped advancing and stuck in the saf sheath. The md removed the saf sheath and iab together from the site. A new kit was requested and prepped for insertion. The md used the same insert site (left femoral artery) for inserting the new saf sheath and iab. The result of the second insertion was good and the patient outcome was fine. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a 5 minute delay in therapy. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.